Manufacturer narrative:
Further information was requested but not yet received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead exhibited out of range, high pacing lead impedance. It was stated that the patient had a history of high lead impedance with a very gradual increase. The capture threshold and sensing measurements were stable and there were no noise issues. Plans to monitor the lead or considering lead revision was discussed. The patient is continued to be monitored.

Event description:
New information received states that the patient presented in clinic for routine follow up, out of range, high pacing lead impedance was noted during interrogation. No intervention was performed and the lead remains implanted. No patient symptoms were reported and the patient will continue to be monitored.